Manufacturer narrative:
The event of lead repositioning due to lead migration was reported to abbott. Effective coverage was restored the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00487.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00487. It was reported the patient had 2 leads placed as part of a scs trial. The following day the patient experienced ineffective stimulation and it was reported the leads had migrated. Reprogramming was unable to provide coverage. Surgical intervention took place on (B)(6) 2019 wherein both leads were repositioned and reportedly, effective coverage was restored. The patient was slated to continue with the trial.